Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated amount of short interval counts (sic) resulting in an carealert being triggered. The pacing thresholds and impedance values remain stable and within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product ID d224vrc implantable cardioverter defibrillator implanted: 2009 (B)(6). (B)(4).